Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) and a competitor's right ventricular lead displayed shocking impedances of greater than 125 ohms. A revision procedure was performed where the lead was removed via laser extraction. A new boston scientific lead was implanted. There were no adverse patient effects from the procedure reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.